Event description:
Livanova deutschland received a report that before procedure s5 gas blender system gave an alarm. It was set with: 0.6 lpm and 65% fio2. There was no patient involvement.

Manufacturer narrative:
Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6), france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow up communication, livanova learned that alarm message was related to a discrepancy between value of reference (target) and actual one on air+o2 channel. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The investigator could not reproduce the issue during functional test: the unit was found to be working within specification. Calibration and subsequent functional verification testing was completed without issues and the unit was returned to service. Based on the above investigation, it cannot be ruled out that the most likely root cause of the reported event is that the error message was generated by the user turning off the power of the s5 system console before turning off the gas blender.